Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ping meter was displaying an unknown error message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began between 3 and 4pm on (B)(6). The patient could not recall the exact error message received on the meter. The patient manages their diabetes with an insulin pump. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of "lightheaded, dizzy, nausea and fatigue" one hour later. The patient denied receiving any treatment for these symptoms. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury and the patient did not receive any treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.